Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation a cable was severed. The root cause for the severed cable could not be positively identified. There is no indication that the device malfunction caused or contributed to an adverse event.

Event description:
The electrode belt as returned for investigation and did not pass incoming functional testing. The monitor was returned for investigation and did not pass incoming functional testing.

Event description:
The monitor was returned for investigation and did not pass incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation, the monitor reset during a pulse test. The cause for the failure was isolated to a defective defibrillator pca. The root cause for the defective transformers could not be positively identified. There is no indication that the device malfunction caused or contributed to an adverse event.